Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer. Incident occurred at start of treatment. Per hcp, blood leak alarm sounded twice. Blood was not visual the dialysate and hemastix were negative. Treatment was continued. Upon third blood leak alarm, blood was visual in the dialysate and was verified with positive hemastix. Blood was not returned to the pt, with an estimated blood loss of 150cc. Pt was administered an unknown amount of normal saline. Treatment was resumed with new disposables without further incident. No pt injury or medical intervention reported per hcp.